Event description:
This report is to advise of an event observed during analysis confirming an exposed terminal of the patient electronic system speaker cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
It was revealed that the speaker has a defective cable. The speaker cable terminal was physically exposed.